Event description:
Boston scientific crm received information that this patient went to the emergency room (ER) for a syncopal episode. During the visit, the device was interrogated and found that there were several pacemaker mediated tachycardia (pmt) episodes but nothing that correlated to the syncope. All other device functions were working appropriately. Bsc technical services was consulted and suggested that it could be the av delay and how the timing was programmed. The device remains implanted and no programming changes were made. The physician believes the syncope might be medication related and will continue to monitor the patient. To date, there have been no additional adverse patient effects reported. Additional information was received that this device was explanted for normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary. As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.